Manufacturer narrative:
Taper I. Visual examination of the returned device determined the access port tubing connector to be a taper I. The rptr of the complaint was asked to indicate the event and prod serial #. The info has not yet been rec'd by inamed. Analysis of the device noted breakage of the band tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). The breakage of the band tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the removal of the access port and connector. The damage is consistent with leakage at the port tubing. Although, no event was reported, physical examination of the returned device reasonably suggests that a leak may have occurred. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." " caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."

Event description:
No event was reported; however, physical examination of the returned device reasonably suggests that a leak may have occurred. This event is being reported as inamed's approach to compliance is to resolve all doubts in favor of reporting.